Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during setup, the shunt sensor displayed an arterial k error on the display. The product was changed out. The surgery was completed successfully. There was no pt involvement.